Event description:
It was reported that during a da vinci s surgical procedure, the surgeon experienced a blurry image on the right side viewer of the surgeon's console while using the 30 degree endoscope. With the assistance of an isi clinical sales representative (csr), and an isi technical support engineer (tse), the site attempted to troubleshoot the issue. Prior to determining the root cause, the surgical staff made the decision to convert to traditional open surgical techniques to complete the planned procedure.

Manufacturer narrative:
The investigation conducted by the isi csr and tse discovered that the vision issue experienced by the customer was associated with a faulty camera cable. The camera cable connects the camera to the system's vision cart, which then transmits the image to the surgeon's console. The system was repaired by replacing the affected camera cable and the vision quality was verified. The da vinci s surgical system user's manual explicitly states that, "environmental or equipment failures may cause the da vinci s system to become unavailable. The surgical team should always have backup equipment and instrumentation available, and be prepared to convert to alternative surgical techniques." As of (B)(4), there have been no reported recurrences of the issue at this hospital.